Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a 15 unit bolus due to accidentally using the incorrect personal profile. Customer experienced a blood glucose (bg) level of "low" as a result. Customer administered glucagon and consumed carbohydrates to address bg. Tandem customer technical support educated customer on using the correct personal profile.